Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient is seeing a power on reset (por) code when charging ins, which started saturday afternoon. During the call pt connected with patient programmer and shows that the ins is depleted. Pt says that it was up to 50 percent charged the other day. Pt doesn't think they have been around any hospital equipment or electromagnetic interference. Pt started charging ins for a minute or two and it got just enough charge so that they were able to connect with the patient programmer and it shows an informational por. Pt was able to clear code and when it asked them to synchronize they got poor communication screen. Pt says this is because the ins is low. Pt will charge ins and will then connect with patient programmer and will clear code. They will call pats back if the issue persists. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.